Event description:
Spontaneous call, pt stated that he was in the hosp due to fluid retention in the legs for 1 week. During that time in the hosp, he was using only one of the legacy pumps that was being rotated with one of the hosp pumps. When the pt returned home, the pump that was not being used had lost it's programming. A new pump will be sent to the pt. Pump was not in use during malfunction. Pt did not experience any adverse events due to pump malfunction. No other info available. Reported to (B)(6).